Event description:
During a lower anterior resection with a covering loop ileostomy procedure, the tumor was bulky and difficult to get below. After firing the device, there was a hole in the staple line on the rectal stump. The anvil of the circular stapler was extended through the small hole and the anastomosis formed removing the defect. A water leak test was performed and was fine and donuts from the cingular stapler was complete. After 6 hours the pt presented with arrythmia and tachycardia that can indicate onset of peritonitis but the leak test had been fine and no fecal fluid was discharged in drains so the pt was not reopened as it was thought the stress could bring on a full mi (myocardial infarction). The pts blood pressure lowered and renal function deteriorated further, kidney failure ensued and the pts death. A postmortem was performed and it showed fecal fluid in peritoneal cavity and the stapler line was shown to be open not on circular stapler line but on the two parts of the curved cutter staple line still present. Staples did not close properly, so anastomosis opened.